Event description:
I have seen with my own eyes four different brand CPAP filters. New out of sealed package. When tapped or flicked. Hundreds of particles erupt from filters and swarm around filter. This filter is what air is pumped through, then injected into patient lungs at high velocity, where particles become embedded in patient lung tissue. Reference reports: mw5150713, mw5150714, mw5150715.